Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the tip of the catheter was observed to be frayed. The following information was provided by the initial reporter: they said they had 22 gauge pic catheters that were frayed at the end.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Ohio, USA has been used as a placeholder based on online search results for the initial reporter facility name. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the tip of the catheter was observed to be frayed. The following information was provided by the initial reporter: they said they had 22 gauge pic catheters that were frayed at the end.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown batch #. The complaint could not be confirmed and the root cause is undetermined.